Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing leaked blood. This occurred 3 different times during use. The following information was provided by the initial reporter, translated from chinese to english: "in preparing for the IV catheter maintenance, ward off to open small clip clip position extension tube leakage on blood, to patients to puncture, department nurses also feedback recently there have been many cases".

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 9126532 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, blood was observed in the bed of the patient related to the tubing damage. Without the defective sample for evaluation, there is no physical evidence to determine what caused the leakage to occur. The saf-t-intima is made manually and during assembly, no sharp objects are used that could cause damage to the tubing. At this time, an exact cause related to the manufacturing process could not be determined for this incident. H3 other text : see h.10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing leaked blood. This occurred 3 different times during use. The following information was provided by the initial reporter, translated from chinese to english: "in preparing for the IV catheter maintenance, ward off to open small clip clip position extension tube leakage on blood, to patients to puncture, department nurses also feedback recently there have been many cases."